Event description:
It was reported that the customer was hospitalized for hypoglycemia. The md stated that the time and basal rates were incorrect. Furthermore, it was indicated that the customer may have accidentally administered insulin delivery while taking the pump out of their pocket. Troubleshooting was done and the customer was unsure of the leadscrew was rotating properly. At that time, the customer was advised that a replacement will be sent.